Event description:
It was reported that there was oversensing of the minute ventilation signal on the right atrial (ra) lead causing the signal artifact monitoring to trigger and switch to monitoring on the right ventricular {rv) lead. It was noted that the patient is 100 percent paced in the atrium. Technical services discussed programming options. Further discussion noted that a few months earlier they were unable to verify capture when doing a right atrial automatic threshold test. The clinic was uncertain if they wanted to bring the patient into the office due to covid-19. At this time the ra lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).